Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results from the investigation, blurry image was confirmed. A definitive root cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope experienced blurry image. There were no patient involvement.